Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had a low blood glucose of 2.9 mmol/l. Customer did not report any form of treatment and and declined low blood glucose troubleshooting. Customer also reported that the sensor glucose versus the blood glucose does not match. Customer was advised that the sensor glucose and blood glucose readings will be close but rarely match due to how glucose travels in the body. The product is not expected to return for analysis.